Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended to have the patient come into the clinic for further evaluation. This device remains in service. No adverse patient effects were reported. Additional information was received stating this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended to have the patient come into the clinic for further evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.